Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as damage to the fantail, epoxy header region, braze, and ceramic case. All of these anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The manual capacitor leakage test readings were unstable due to flooded components. This is due to damage that is believed to have been induced during revision surgery. The internal visual inspection revealed flooded and loose components. This is due to the damage that is believed to have been induced during revision surgery. The reported complaint of decrease in performance could not be verified during this analysis, which was limited in some respects due to the device being damaged prior to receipt. This device had a gross leak failure at the case-band braze, which is believed to have been induced during revision surgery. This older device configuration is no longer manufactured. This is the final report.